Event description:
Pt was in the hospital from (B)(6). Pt's hcp confirmed he was admitted due to dka and had the following concurrent ailments: uti, pancreatitis, and potential food poisoning. Pt started on the omnipod insulin management system on (B)(6) 2012 and was in contact with his local clinical services manager (csm) for training and had a couple calls thereafter. Pt spoke to csm on (B)(6) 2012 and mentioned he had gotten some "bad meatloaf" and was "dealing with some food poisoning"; he mentioned he vomited 3 times and had high bgs. The csm discussed how to correct his bg and advised that he change the pod, sip on soft food liquids, retest in 1-2 hours, and to call 911 or hcp immediately if vomiting continues ro if bgs do not improve. On (B)(6) 2012 at 9:54 am, the csm received a voicemail from the pt that consisted of "heavy breathing, garbled and incoherent mumbling." The csm contacted the pt's hcp who was able to contact 911 in pt's immediate area. Pt was hospitalized for 4 days. Hcp stated they are "unsure of the cause of the hospitalization due to the concurrent ailments." Pt had a follow-up visit with hcp and csm on (B)(6) 2012; pt did not remember calling the csm several days prior. Pt restarted omnipod insulin management system during that office visit. No product is expected to be returned for investigation.

Manufacturer narrative:
Pod was not returned for investigation. We are unable to assess the product condition to determine if any malfunction occurred that would have caused or contributed to the pt's condition. Lot qualification records could not be reviewed since no lot number was provided. The omnipod user's guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact a hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact a hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." The user guide advises that "any physical stress can cause your blood glucose to rise, and illness is a physical stress." The user guide discusses in depth how to handle sick days.